Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the intra-operative air contamination was noted with two leadless implantable pulse generator (ipg) introducer sheaths. It was reported that 'air flowed into the heart', and the air was collected using a balloon catheter. Aspiration was performed, but 'the air was still mixed in.' The introducer sheaths were replaced and the procedure was completed successfully.  No further patient complications have been reported as a result of this event.